Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that drawer was failed and not detected on bus. The field service engineer (fse) assisted the customer remotely and guided them to reboot the station using the power switch. After the reboot, the customer confirmed that main drawers 2.1 and 2.2 were successfully detected. The system functioned as intended after the field service engineer troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and was not detected on the bus. The customer attempted to recover the failed drawer, rebooted the device, and performed a full power cycle by unplugged the power cord from the back of the station for 10 minutes before reconnected it; however, despite these troubleshooting steps, the drawer remained on a failed state, was still not detected on the bus, and cannot be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.